Event description:
The below report was received by health authority ansm (reference number: (B)(4), on 13-feb-2024. This spontaneous case was originally reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. On (B)(6)2024,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced urinary incontinence ("recurrence of urinary incontinence") and micturition urgency ("recurrence of urinary incontinence predominantly when experiencing urgency"). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to urinary incontinence, micturition urgency or medical device removal. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2024. The most recent information was received on 21-feb-2024. This spontaneous case was originally reported by a pharmacist and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced urinary incontinence ("recurrence of urinary incontinence predominantly when experiencing urgency") and micturition urgency ("recurrence of urinary incontinence predominantly when experiencing urgency"). On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy with laparoscopic cornuectomy) and essure was removed the same day. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to micturition urgency, urinary incontinence or medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.